Manufacturer narrative:
Product ID, 3093-28 lot# v677981, implanted: 2011 (B)(6), product type lead; product ID, 3093-28 lot# v677981, implanted: 2011 (B)(6),: product type lead; product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had the device system explanted (B)(6) 2012 due to low back pain and symptoms were "all coming back." The patient started to get low back pain in (B)(6) 2012. It was reported, the patient "had problems with it." The patient had to catheterize 10 times a day. It was reported the device was helping the patient but "now she was having complications." It was unclear what complications the patient was having at the time of report. Additional information has been requested, but was not available as of the date of this report.